Manufacturer narrative:
The insulin pump was monitored pump for one day and no unexpected a21 error alarms noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The rewind feature functioned properly during our testing. The insulin pump powered up properly after battery installation. The insulin pump passed the a21 error test, no a21 alarm noted. The insulin pump was programmed with current time and date without errors. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarms with an unexpected restart on a recurring basis. The patient's blood glucose at the time of incident was 325 mg/dl. She stated that the first one occurred in her sleep and though she was able to clear the alarm it recurred once she entered the rewind process. Troubleshooting was initiated for the unexpected restart. The customer confirmed that the pump was not out of use for an extended period of time, and that the pump did not alarm shortly after a battery change. The recurring unexpected restarts happen during normal pump use. The customer was advised to discontinue use of the pump and revert to a medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.